Manufacturer narrative:
(B)(4).information not available, device not returned for analysis. (B)(4).

Event description:
It was reported that during a cholecystectomy the clip was unformed. Another device was used to complete the case. There were no adverse consequences to the pt.